Event description:
Caller's family member received a reading of 324 mg/dl at breakfast before eating. Pt was dosed with humalog (5 units). Pt arrived at school and after an unspecified lapse of time, experienced a seizure. The school nurse administered an injection to raise glucose levels. Pt was transported to the hosp by emt's. No further treatment was provided at the hosp only monitoring. Upon arrival at the hosp, freestyle meter read 296 mg/dl compared to the hosp brand which read, 158 mg/dl. Testing was conducted on the fingers.